Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: free flap resection. According to the reporter: after the surgiclip was fired, the surgeon found staples were unformed, and the surgeon used a new surgiclip to solve the case. The pt was involved without injury; however, surgery time was extended by 30 minutes or more.